Event description:
Spoke with pt who stated faulty pump sn (B)(4) (02/22/2020) will not load syringe and will almost prime, but will go right back to the menu. Is the actual device available to be returned for investigation? Yes; did we replace device? Yes; did the product issue cause or contribute to pt or clinical injury? No. Reported (B)(6) by pt/caregiver.